Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing abdominal pain due to suspected ¿air in their body.¿ follow-up with the patient¿s pdrn revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain (cell count negative) and was sent to the emergency room (ER) for radiological evaluation and pain management. The patient¿s ER evaluation was unremarkable. Both the patient¿s radiological studies and hematological studies were negative; therefore, the patient was admitted for further evaluation. The patient was provided with pain medication (drug, route, dose not provided), and she remained hospitalized until (B)(6) 2022. It was determined by the nephrologist the source of the ¿frothy¿ or ¿carbonated appearing¿ peritoneal effluent fluid was air entering the liberty cycler set. The pdrn is unaware of the liberty cycler set¿s current location. Following discharge, the patient was instructed to discard all remaining liberty cycler sets with the same lot# and open a new box. The patient has not experienced any further issues and continues to utilize the same liberty select cycler at home without difficulty.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of abdominal pain which warranted hospitalization (6 days) and medicinal pain control. The definitive etiology of the abdominal pain is unknown, as hospital testing could not establish the origin; therefore, causality cannot firmly be established. However, the pdrn reported the patient¿s nephrologist cited the liberty cycler set as the source of the serious adverse events. Most episodes of air in the body are clinically insignificant and are reabsorbed into the body. Based on the totality of the information available, the liberty cycler set cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. The patient was actively using the liberty cycler set when the patient experienced abdominal pain, in addition to the discovery of air within the liberty cycler set tubing. If the product is returned, a manufacturer evaluation may disassociate the liberty cycler set from having caused or contributed to the serious adverse events. However, without the manufacturer investigation, discharge summary, and definitive causality, this clinical investigation cannot disassociate the product from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing abdominal pain due to suspected ¿air in their body.¿ follow-up with the patient¿s pdrn revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain (cell count negative) and was sent to the emergency room (ER) for radiological evaluation and pain management. The patient¿s ER evaluation was unremarkable. Both the patient¿s radiological studies and hematological studies were negative; therefore, the patient was admitted for further evaluation. The patient was provided with pain medication (drug, route, dose not provided), and she remained hospitalized until (B)(6) 2022. It was determined by the nephrologist the source of the ¿frothy¿ or ¿carbonated appearing¿ peritoneal effluent fluid was air entering the liberty cycler set. The pdrn is unaware of the liberty cycler set¿s current location. Following discharge, the patient was instructed to discard all remaining liberty cycler sets with the same lot# and open a new box. The patient has not experienced any further issues and continues to utilize the same liberty select cycler at home without difficulty.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.